Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon performed a re-operation to correct the condition. The hospital has reported the pt's condition is satisfactory.